Event description:
Attempting to clip a bleeding ulcer in the duodenum. Padlock was placed onto scope and when attempted to deploy it over the bleeding ulcer and plunger pressed down, instead of feeling 1 single snap/click, 3 separate clicks were felt. When pulled the scope back from the ulcer, it was seen that the padlock was still on the housing unit. The plunger had been completely depressed. Instead of using another padlock, a few regular hemoclips were used to achieve hemostasis of bleeding ulcer.